Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a chronic type b dissection at the thoracic descending aorta. Vessel morphology at time of implant was described as 27mm proximal neck diameter; neck length was 5mm; aneurysm diameter was 47mm; aneurysm length was 200mm. At the event, morphology was 29mm neck diameter and length of 6mm; aneurysm diameter was 49mm; diameter of access vessels was 8mm. Proximal start of false lumen started at lsa and extended distally to the rci/lci. Prior to the valiant implantation, a carotid to subclavian bypass was performed. The stent graft deployment and delivery system removal were successful. An additional procedure was performed during the same implantation for lsa and lva embolization. A follow up scan six days post index procedure showed evidence of a type ii endoleak (residual flow from lsa). A secondary lsa embolization was performed the following month to treat the type ii endoleak, but the leak did not resolve. A follow up CT scan on two months post index procedure showed evidence of continued type ii leak and a type ia leak. Per the investigator, type of endoleak is not clear. Previously was considered as type ii, but due to persistence after subclavian artery embolization and due to position (close to proximal end), a type I could not be excluded. No further information was provided. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (cause of endoleak is unknown); patient's condition affected effectiveness of device (anatomy related; type 2 endoleak). Evaluation, conclusion: (cause of endoleak is unknown); device failure/lack of effectiveness related to patient condition (anatomy related; type 2 endoleak).

Event description:
Additional information was received as follows: it was reported that approximately three months ago a CT with contrast noted that there was an undetermined type of endoleak. The event is continuing. No further information was provided.